Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the wash kit, a leak and spill occurred due to a cracked bowl that developed shortly after filling, resulting in patient blood loss and a washed blood issue. The issue took place during the filling of the bowl. The disposable bowl was replaced, and the case proceeded normally with the new bowl functioning as expected. No unplanned transfusion was required, and no blood was discarded because of the issue. No error or warning messages appeared, and there were no visual, audible, or performance abnormalities aside from the cracked bowl. No patient complications have been reported as a result of this event.'